Manufacturer narrative:
The device was received deployed. No timeouts, drive stall or hazard alarms were generated during operation. The device was reset, paired with the master personal diabetes manager, and programmed to deliver a 5-unit bolus. No communication error was observed during the rerun. During investigation fluid was observed to be leaking from the fluid path. A closer inspection found a hole in the exposed portion of the soft cannula, resulting in the observed fluid leak during investigation. The timing and cause of the damaged soft cannula could not be determined. The patient history buffer data showed no evidence of issues with insulin delivery. The cause of the reported communication error could not be determined. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose above 250 mg/dl. The system gave a communication error. Treatment information was not provided.